Event description:
A (B)(6) result that was obtained by the customer and was considered discordant when compared to repeat non-reactive (B)(6) test results. The customer re-centrifuged the patient's secondary sample tube that was used initially and the repeat (B)(6) test results were non-reactive. A siemens representative when onsite performed repeat (B)(6) testing on the patient's sample and the results were (B)(6). The customer reported the (B)(6) test result. There was no known report of patient treatment being altered or adverse health consequences due to the initially reactive advia centaur hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer's site for system inspection and performed an instrument service check. The fse found no system issues that may have contributed to the initially discordant advia centaur (B)(6) result. There have been not further discordant advia centaur (B)(6) patient results and the customer does not require any further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.